Manufacturer narrative:
1. DHR/bhr review(lot#4145141): 1)the products of this batch were assembled at intima ii auto line 2 in jul, 2024, and packaged at r240 & cfs package line in jul, 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the cannula batches used in this batch of products are 4012467 and 4081868, review the incoming inspection results, no abnormalities. 2. No defective sample and photo have been received for the complaint, and based on limited information, it is difficult to determine the defect status of the needle core. 3. The retained sample of this batch is taken for related functional tests: rigidity and toughness tests of the cannula. The test results are within the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be confirmed, and the skin and vascular conditions of the patient and the puncture method of the nurse are unknown, the root cause of the defect in the needle core cannot be determined. The plant will continue to follow up on the complaint.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm needle broke patient was admitted to the hospital on (B)(6) 2025 for pneumonia, and was treated with fluids as prescribed, and while performing an intravenous indwelling needle puncture, the core of the indwelling needle broke, which was explained to the patient, who expressed understanding. The indwelling needle was withdrawn and the indwelling needle puncture was reperformed.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.